Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted due to dislodgement caused by twiddler's syndrome.